Event description:
A consumer implanted for lumbar radiculopathy reported the stimulator stopped working about one year ago, so they experienced a loss of stimulation and loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.